Manufacturer narrative:
Exemption number e2015055. The reported device was received for evaluation; the event was confirmed during testing. Evaluation found the device had a broken-off component. These devices are not repairable and were not returned to the user facilities. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device disassembled. There was unknown patient involvement; unknown patient impact.